Event description:
New information indicated that lead dislodgement was also noted prior to the lead extraction.

Manufacturer narrative:
The explant date was not previously provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a left ventricular assist device system and no capture was observed at maximum output. Repositioning the lead was not possible since the helix could not be extended after it was retracted. The lead was instead explanted and replaced. The patient condition was good, during, and after the procedure.

Manufacturer narrative:
Correction: the reported information was not previously selected. The damage found was sustained during the surgical procedure. The lead was otherwise normal.